Event description:
No new patient or event information to report since the last MDR was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: it was reported, the basket of an ncircle tipless stone extractor reportedly would not open/close before use. Another device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control data. One ncircle tipless stone extractor was returned for investigation with the handle and basket formation in the open position. The mlla [male luer lock adapter] was loose. The collet knob was tight and secure. There were no kinks in basket sheath. The support sheath was slightly bowed. A functional test determined the handle actuates basket formation to the open position. When the handle was actuated, the basket formation did not close completely. When the handle was in the open position, the coil assembly and cannulated handle protruded 1.9 cm from the tip of the basket sheath. When the handle was in the closed position, the basket formation protruded 1.3 cm from the distal end of the basket sheath. The handle was reset, and the handle then actuated the basket formation to the open and closed positions properly. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are 100% verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Based on the available information, the cause for the movement of the basket assembly could not be determined. It is possible that the basket assembly was inadvertently pulled on during handling, causing it to move distally, but no information was provided regarding any handling issues experienced with the device. The risk analysis for this failure mode was reviewed, and it was determined that no actions are required. Cook will continue monitoring of similar complaints and have notified the appropriate personnel of this event. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report since the last MDR was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) number: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, the basket of an ncircle tipless stone extractor could not open or close when being tested prior to an unknown procedure. There was no damage to the device noted. The device was replaced to complete the procedure. The device did not make contact with the patient. The patient did not experience any adverse effects as a result of this occurrence.